Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit is not reading flow correctly. "It was the cable that tells the cdi the flow rate from the pump console to formulate the svo2". As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer has ordered a replacement flow sensor.